Manufacturer narrative:
Concomitant medical products: product ID: 3093, lot#: unknown, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3093, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported a return of urinary leaks and urgencies. Factors that may have led or contributed to the issue remain unknown. No actions were taken to resolve the issue. The issue was not resolved and the event was continuing. The investigator assessed the event as not serious, not related to procedure, not related to device components, and related to the stimulation. It was unknown if surgical intervention occurred. Relevant medical history includes idiopathic urinary incontinence since 2009.